Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. There is no product available for investigation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: correction.

Manufacturer narrative:
Approximate age of device- 23 days. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to cerebral vascular accident (cva) on (B)(6) 2019. The patient initially experienced ischemic bowel event which may or may not be related to cva due to ongoing right ventricle failure and cardiogenic shock. The patient had a CT abdomen and pelvis, and lab work, but the results were not provided. The patient was hypotensive, rising lactate, abdominal discomfort, and liquid stool. The patient was a not a surgical candidate and no treatment was rendered.